Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital due to a blood glucose (bg) level reaching over 500 mg/dl and large ketones. The cause for elevated bg was unknown. Customer was treated with an intravenous insulin drip, and was released from the hospital the following day. There was no permanent damage to the customer.